Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are either part # 5941250, lot # 1575402 or part # 59412522, lot # 157142. Expiration date for 1575402 is 03/05/2024; expiration date for 157142 is 02/25/2024 manufacture date for part # 5941250, lot # 1575402 is 03/16/2016; manufacture date for part # 59412522, lot # 157142 is 02/13/2016. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon attempted to remove an implanted micronail used to treat a radial distal end fracture, the head of the locking buttress screw located most distal was already broken, the standard driver could not be used, and the surgeon gave up removing the micronail. Original surgery had done in a different hospital in 2017. Only the treatment of the joint surface was done, closed wound and finished.